Manufacturer narrative:
The vitamin b12 qc recovery gave no indication of a reagent or instrument issue. The analyzer alarm history contained no conspicuous events. A field engineering specialist found that the cleancell solution in the preheat assembly was visibly lower than the procell and had a lot of air bubbles. The fluidic line fittings at two solenoid valves were leaking. All fittings were tightened and the leak was no longer present. The cleancell solution was filling properly with no air bubbles. The customer performed a 10 sample correlation with another cobas e602 and the results were comparable. There have been no further issues following the service visit.

Event description:
The initial reporter complained of questionable elecsys vitamin b12 immunoassay and elecsys ft4 ii assay results from a cobas 8000 e 602 module. The customer stated that 35 - 40 patients had questionable vitamin b12 results and 12 - 14 patients had corrected reports for ft4. The customer provided the vitamin b12 data for 1 patient that was discrepant and the ft4 data for 1 patient that was discrepant. Patient 1: the initial vitamin b12 result was 1070 pg/ml. The same patient sample was tested on another cobas e602 with a result of 264.8 pg/ml. Patient 2: the initial ft4 result was 2.08 ng/dl with a corrected result of 0.932 ng/dl. The results in question were reported outside of the laboratory. The vitamin b12 reagent lot was 36993000 with an expiration date of 31-oct-2019. The ft4 reagent lot information was not provided.